Event description:
Same case as MDR ID#: 2134265-2012-00474. It was reported that in preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During the platforming of the 1.75mm rotablator rotalink plus system outside of the body, the floppy rotawire guide wire fractured and then the guide wire could not be removed from the burr. The procedure was successfully completed with a different device. No patient complications were reported, and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2012-00474. It was reported that in preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During the platforming of the 1.75mm rotablator rotalink plus system outside of the body, the floppy rotawire guide wire fractured and then the guide wire could not be removed from the burr. The procedure was successfully completed with a different device. No patient complications were reported, and patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the plus unit was returned to site connected together. A partial guidewire was returned inserted in the plus unit. The remaining section of the guidewire was not returned with the unit. The partial guidewire could not be removed from the device. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out: no issues were noted with the unit handshake connections. The plus unit was wire guided using a test guide wire. Resistance was met in the annulus of the burr. The burr was microscopically and the burr was flared and misshapen. The exposed brass on the plated back half of the burr was within specification. A scratch test was performed which confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states: "never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).